Manufacturer narrative:
H.4. As the device model and serial number are unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: sorin group italia manufactures the inspire oxygenators, the event occurred in the united states. Reportedly, no other information is available and reporter asked to remain confidential. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia received a MDR about significant blood leak from an inspire oxygenator causing hemodynamic compromise and blood loss to the patient. The leaking oxygenator was removed from service and replaced with a new unit.